Event description:
Pt was seen for wound care to mid-abdomen. While cleaning abdominal wound with a sterile cotton applicator, the tip of the applicator did not come out of the wound. Attempted to remove the cotton tip by flushing with nss but was unsuccessful. Pt was sent to the emergency room. The cotton was removed with tweezers.